Manufacturer narrative:
Date of event: (B)(6). Date of report: 22aug2019. The manufacturer's field service engineer (fse) was dispatched to the site and could not duplicate the customer's complaint. Fse reviewed the system's diagnostic log (drpt) and found no errors. Fse powered up unit and found alarm led worked as intended. Fse did replace front bezel to address the reported problem. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
Customer contacted technical support (ts) stating that the alarm light emitting diode (led) failed. The customer reported there was no patient involvement.